Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2025. On (B)(6) 2025, the cgm reading was 3.7 mmol/l, and the blood glucose reading was 31.0 mmol/l. The patient did not experienc any symptoms, and no treatment was given. The reporter stated that they were on their way to the hospital, and that they panicked when they saw the high blood glucose reading. The reporter ended the call. When dexcom reached out to confirm the outcome of the event, the reporter was not reached, but dexcom's technical support was able to speak to the patient´s mother. The mother was not able to provide any new details regarding the event, other than that the patient was fine at the time of the call. There was no information about the event details. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.